Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-06371. It was reported the pt was not receiving effective stimulation due to lead migration. Reprogramming was unable to resolve the issue. The pt underwent surgical intervention on (B)(6) 2014, where the lead was repositioned which resolved the issue.